Event description:
Caller reported that occlusion alarms occurred. The customer¿s blood glucose level was 240 mg/dl. Reportedly, the customer was using admelog insulin with the pump. Tandem customer technical support informed customer that admelog insulin is off-label per the user guide. Customer reverted to an alternate method of insulin therapy.